Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. Patient changed supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007786, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007786 was manufactured according to the work instruction (wi) version 97 and packaging in the machine multivac 14 on 22-jun-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4f01602 was manufactured according to the wi version 64 and manufactured in the machine 06, on 21-jun-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4f01603 was manufactured according to the wi version 64 and manufactured in the machine 08, on 20-jun-2024, with a total of (B)(4) units. Review of the DHR showed that two extended inspections were created due to bent needle and delaminated tape, extended inspection was found within specification conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.